Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients linear lead had high impedance and cannot get an MRI. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted lead was not returned as it was not released by the hospital.